Manufacturer narrative:
Product analysis: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with sample m8 mas head found the set screw unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient underwent surgery due to fracture of lumbar vertebra on (B)(6) 2015. During the surgery, there was one set screw found slipped and could not be used anymore. The surgeon had to replace product to complete the surgery. The product came in contact with the patient. No patient complications were reported. The patient's current status is normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.